Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. Insulin pump passed displacement test, self test, , off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or missing segments were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had scratches on screen and hard to see. Customer's blood glucose value was unknown. Insulin pump will not be returned for analysis.